Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported the manufacturer¿s representative (rep) interrogated the implantable neurostimulator (ins) and found that 6 of the 16 ¿contacts¿ weren¿t functioning. The rep. Then reprogrammed the ins settings to use the functioning contacts, however, the consumer had been getting intermittent shocks like someone ¿tazed¿ them. According to the consumer they felt the vibrating badly in the left side of their stomach and ribs and almost fell over because of the shocking sensation. The consumer tried lowering the amplitude from 2.7 volts to 2.4 volts but it still occurred so they turned the ins off. It was confirmed the consumer hadn¿t had nay falls or traumas recently, but they did fall three years ago resulting in a concussion and did lift heavy bags over their shoulders seven days a week for long hours. The consumer spoke with the managing healthcare provider (hcp) and scheduled a system revision and replacement surgery for (B)(6) 2017 where they were going to have an MRI-safe system implanted. No further complications were reported/anticipated.